Event description:
A pump declared an alarm during operation, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge using the correct technique and successfully resumed insulin therapy. No additional information was provided regarding the original cartridge lot number.